Event description:
The customer reported that the unit was leaking cidex opa. There were no physical complaints related to the leak. The asp field svc engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(Other, solution spill) - other- capital equipment evaluated at customer site. The fse found unit with cidex opa tank completely full, overfull. The fse drained opa to 5 gallon mark. The fse tested disinfectant valve for leak. The valve was leaking. The fse opened the valve and found a piece of tubing stuck in valve. Removed tubing and retested unit. Unit meets specs.